Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was returned due to wear. However, the instrument was also noted to be fractured. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g4, g7, h2, h3, h6, and h10. Complaint sample was evaluated and the reported event was confirmed. Returned provision shows signs of use and is fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. Provisional has been in the field for more than five years and repeatedly used, which led to the fracture. The root cause of the reported issue is due to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.